Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 700 mg/dl. The customer stated that the insulin pump was alarming no delivery throughout the day during bolus attempts leading up to her admission. She stated that she woke up with high blood glucose and complained of sickness. She stated that she was treated with an intravenous drip. The most recent blood glucose reading was 314 mg/dl, and the customer noted that she was still hospitalized at the time of the call. She reported observation of a bent infusion set cannula upon its removal. She reported that the no delivery alarm was resolved by a complete set change. She declined to return any supplies for analysis. She advised that she would monitor her blood glucose and declined to complete the high pressure test during troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.